Event description:
Customer reported that she just started on the insulin pump, and was hospitalized due to high blood glucose. Blood glucose reading at the time of hospitalization was 414mg/dl. Troubleshooting was performed, and the insulin pump since to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.